Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the failures could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the adverse events reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device, due to the adhesive peeling around bending tube, the connection between the bending section and the distal end was detached. There were no reports of patient involvement.